Event description:
Ous MDR. Inappropriate vf episodes were reported after an implantation time of about 9 months. Also removed was a kentrox a+ 75/15 steroid, MDR 1028232-2008-00521.

Manufacturer narrative:
Ous MDR. The ICD underwent a status interrogation, which showed the device status bol after an implantation time of 9 months. The shock table documents 51 charge processes, most of them aborted. The memory content of the ICD was checked. The recorded iegms showed interference simultaneously in both the atrial and in the ventricular channel. In consequence, the signal sensing of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free from interference next, the ICD's capability to provide therapies was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was applied and the device reacted according to specification with a 30-joule defibrillation shock. The specified energy level was reached. The charge time was normal with 9.5 s. The analysis did not provide any indications of a material defect or manufacturing error. The ICD proved to the fully functional. In summary, the analysis of the ICD did not indicate any device defect.